Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow in an unspecified number of interlink solution administration sets while in use on a patient. It was stated that the nurse primed the IV (intravenous) tubing and filter and attached it to the patient¿s central line. The extension set was positioned near the patient¿s arm at or below the level of the patient¿s heart. Subsequently blood backed up into the filter. When the nurse picked up the set, the blood and fluid drained back to the patient, but after that there was no fluid (just air) in the line from the filter to the patient; further described as ¿drained dry¿ from the filter to the patient. The nurse exchanged the extension set several times (exact number unknown) and each time the same thing happened. Eventually the administration set did work after trying several new sets. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.